Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of over 500 mg/dl. Customer's blood glucose reading was 445 mg/dl at the time of call and 600 mg/dl at the time of incident. Customer stated that the insulin pump had a motor error alarm and unable to deliver insulin. The customer experienced symptoms such as feeling sick and vomiting. The customer was treated with manual injection. The customer was not wearing the insulin pump greater than 48 hours prior to hospitalization. No troubleshooting was performed due to insulin pump was stuck in time/date screen. The insulin pump is being replaced and will not be returned for analysis.